Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Additionally, the patient was reported to have the flu and felt lightheaded, and as a result, fell. Technical services (ts) was consulted and discussed that the most recent lead tests were within normal limits. No adverse patient effects were reported. At this time, this device remains in service.